Event description:
Related manufacturer report number: 2938836-2017-31012. During follow-up, an infection of the device pocket was noted. The physician explanted and replaced the entire system. The patient was in stable condition.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).